Manufacturer narrative:
Pump alarmed motor error prior to rewind preventing rewind to be initiated. Unable to perform the displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor test failed at motor encoder signal out of phase. The customer¿s complaint of motor error was confirmed due to motor encoder out of phase. However, no damage to the support disk was found during the analysis¿. Pump history download using thds was successful. Motor error alarm confirmed was shown on download report was on " (B)(6) 2025 16:48:00 alarm #43 - alrm_motor_error - motor error - the gearbox is stuck, need to rewind at line 858 in source file pump. Hex = 06 2b 03 5a 00 b0 50 4a 19 the following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. In conclusion, unit received with motor error alarm. Motor error during rewind due to motor encoder signal out of phase confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had experienced a motor error on the pump. The customer reported no adverse event. The event involved the product mmt-754wws. Troubleshooting was performed, but the customer was unable to identify any possible damage to the drive support cap. The customer was also unable to clear the alarm or complete the pump rewind. No harm requiring medical intervention was reported. The customer discontinued use of the device. Mmt-754wws was requested, and the customer confirmed the device would be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump alarmed motor error prior to rewind preventing rewind to be initiated. Unable to perform the displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor test failed at motor encoder signal out of phase. The customer¿s complaint of motor error was confirmed due to motor encoder out of phase. However, no damage to the support disk was found during the analysis¿. Pump history download using thds was successful. Motor error alarm confirmed was shown on down load report was on " 02/10/25 16:48:00 alarm #43 - alrm_motor_error - motor error - the gearbox is stuck, need to rewind at line 858 in source file pump. Hex = 06 2b 03 5a 00 b0 50 4a 19 the following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. In conclusion, unit received with motor error alarm. Motor error during rewind due to motor encoder signal out of phase confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.